Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of lot# 2016ag01y, on a total of (B)(4) physica drill bits manufactured with this lot#. We will send a final MDR once the investigation will be concluded.

Event description:
Intra-operative breakage of a femoral drill bit when using it to drill into femoral rotation/sizer jig occurred on (B)(6) 2017. According to the info reported, there was no effect on the patient and no negative surgery outcome. Estimated number of uses of the femoral drill bit: 15 times. Event occurred in us.